Event description:
It was reported that during preparation for a shunt pta treatment procedure, foreign material was noted on the device. The customer stated that, "it was a piece of string on the joint of the catheter and hub."